Event description:
An initial MDR regarding this case was filed 16-feb-2023 (report number 3016798778-2023-00005). Additional information was received by millyard advanced medical products, llc on 17-mar-2023 by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. The pump (utpm0007486) was found to have failed on the date of the complaint. Remodulin ingress into the pump was confirmed, attributed to a torn cassette membrane.

Event description:
An initial report of patient going to the hospital was received by united therapeutics on 20-jan-2023 and forwarded to millyard advanced medical products, llc on 21-jan-2023. The patient's son reported he was unable to pair remotes with pumps. Troubleshooting was unsuccessful and, after infusion was interrupted for approximately one hour, the patient went to the hospital to continue receiving remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite the patient reporting no ill-effects, this issue is being reported out of an abundance of caution.